Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, a guidewire wedged inside the left ventricular (lv) lead and then the lv lead displaced. The lv lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was damaged. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.